Event description:
The facility reported an infusion pump that failed to alarm when the IV tubing had collapsed. The pump was delivering blood at a rate of 125ml/hr when the event occurred. Reportedly, the tubing collapsed above the pump and the pump did not detect the collapsed tubing. The pump did not alarm. As a result, the patient did not receive the intended volume of blood. After the event was discovered, the blood infusion was restareted. It was not known by the reporting biomed, whether or not a new bag of blood was obtained for the infusion. According to biomed, no patient injury and the patient was discharged home the same day.